Manufacturer narrative:
(B)(4). Date of event provided as unknown and estimated as (B)(6) 2014 the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, while pulling negative with a syringe, the hub was noted to leak. Connections were checked and the leak was confirmed. The device was set aside for return. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.